Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor (icm) lnq22 was explanted due to an inability to connect to the diagnostic mobile programmer application. There was a telemetry issue with the implantable cardiac monitor, and it was unable to be interrogated. Additionally, there was a connector interrogation failure with the linq mobile manager. The device was initially implanted and activated, but the activation was cancelled due to reimplanting. After re-implantation, the device still could not connect to the diagnostic mobile programmer application. The patient was deleted from the application, and the connection process was re-attempted, but the device remained unable to connect. Consequently, the device was removed, and a new lnq22 was implanted without any issues connecting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.